Event description:
The pt received his scs system on (B)(6) 2010. It was reported that the lead had migrated, and the pt was feeling stimulation in unintended locations. The lead was revised on (B)(6) 2010, and the desired stimulation was captured postoperatively. F/u on the pt found no further issues reported.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: review of the device history and sterilization records found a nonconformance; however, the nonconformance did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.